Event description:
During total hip replacement as surgeon used corail femoral stem impactor, tip dislodged (broke off) and settled. Inside next to femoral head .4mm size vendor rep present. Observed on c-arm. Unable to completely retrieve as manipulation beyond efforts used could have been detrimental to pt.